Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Were left blank as the customer's age and weight were unknown.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. On (B)(6) 2018, the customer obtained a reading over 500 mg/dl, which was not stored in the meter's memory, and the customer had to be taken to the hospital. The advocate refused to provide further event details. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.